Event description:
It was reported that the user observed two meal icons and, upon review of the device history, confirmed two meal announcements had been entered in error; the user was informed that the system provides an alert prior to a third meal announcement. No reported adverse clinical effects. Outcomes included no impact to the user¿s health or need for medical intervention. Investigation included user interview and review of device use history. Investigation of this case revealed user error related to duplicate meal announcements and expected device behavior regarding alerting before a third announcement. It was concluded that the device performed as designed and that the event was attributable to user operation.